Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Pae case: revision surgery. The patient is female, (B)(6), had icp surgery on (B)(6) 2015. No abnormality in the procedure. It was noted postoperative infection when the patient returned hospital to re-check. The patient had vomiting symptom. The surgeon performed revision surgery and changed the new valve on (B)(6) 2015. Now the patient condition is stable. There was no report on replaced value. More detail information on will be updated if available.